Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Assisted with performing displacement test and found that rewind process was not go through and the test was failed. The troubleshooting was performed. The customer was advised that the insulin pump requires replacement and to revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 37 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43/device test failed alarm due to pump error 37 alarm.